Event description:
It was reported that when using the bd pyxis¿ es server, upgrade the microsoft web deploy version. The customer stated that this malfunction did not occurred while dispensing the medication and no impact on safety and performance of the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b describe event or problem this supplemental MDR has been filed as a correction since the device associated in this manufacturer report number 2016493-2026-01331 was determined not a suspect device.

Event description:
It was reported that when using the bd pyxis¿ es server, version of microsoft web deploy installed on the remote host was prior to 10.0.2001. It was, therefore, affected by a remote code execution vulnerability. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experienced a vulnerability that has been exploited. A technical support specialist (tss) explained that the software was installed on the server and that a vulnerability was identified in the current version. The tss recommended an upgrade and requested es approval. In accordance with the knowledge article (ka) ¿how to ¿ vulnerability reporting procedure¿, the latest bd security whitepaper was obtained and reviewed, but no patches addressing the issue were found. Since the vulnerability was not documented, the customer was advised to report it to the product security team, and the case remained pending their response. After it was confirmed that no specific patch was required, a product support engineer (pse) informed that the request involved upgrading the software version. It was determined that the web deploy update (kb5063871) was not installed on any server and that web deploy 2.0 was not in use, was not supported by internet information services (iis) 10.0, and was not an approved component. After discussions with the customer, the case was escalated for further clarification. The pse confirmed that es did not support upgrading individual components and recommended an es upgrade instead. The es general team also advised reporting the vulnerability if it was undocumented. Additionally, the tss raised and escalated a case with the product security officer (pso) for further details. Finally, after connecting with the customer, it was agreed to close the existing case and open a new one referencing the previous details, and the customer acknowledged and accepted the plan.